Manufacturer narrative:
UDI (di): (B)(4). Correction numbers: 1627487-12192011-003-r; 1627487-07262012-002-r. This ipg serial number is included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging her ipg as recommended. In turn, the ipg was unable to communicate with the charging system due to being inoperable. Troubleshooting to provide resolution via the use of external devices was unsuccessful. As a result, the patient's ipg was explanted and replaced. Stimulation was restored post-op.